Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During drain 4 of 6, the patient encountered an air detected in cassette warning. The treatment was cancelled and the patient felt moisture on the patient line. There was no fluid in the cassette door or on the cycler. Additional information was requested but none was provided. There was no harm reported in the initial call. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: d.10. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During drain 4 of 6, the patient encountered an air detected in cassette warning. The treatment was cancelled and the patient felt moisture on the patient line. There was no fluid in the cassette door or on the cycler. Additional information was requested but none was provided. There was no harm reported in the initial call. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.